Manufacturer narrative:
The manufacturer previously reported "the manufacturer has been contacted by a user clinic with an allegation that a patient of theirs has passed away. There is no allegation of product malfunction. There is no allegation that the device contributed to the death." The device has been returned and evaluated by the manufacturer. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury. This complaint is reportable due to the allegation of the death only.

Event description:
The manufacturer has been contacted by a user clinic with an allegation that a patient of theirs has passed away. There is no allegation of product malfunction. There is no allegation that the device contributed to the death. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.